Manufacturer narrative:
The astral external battery was returned to resmed and an extensive engineering investigation was performed. Review of the battery data logs found that the battery's full charge capacity was below the defined threshold indicating the battery has degraded, therefore, the report of a defective external battery was confirmed. Based on all available evidence and previous investigations of similar complaints, it was determined that the reported complaint was due to an isolated component failure within the external battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral external battery was defective. The device was not in use when the fault occurred therefore there was no patient involvement.

Manufacturer narrative:
The device was not returned to resmed for evaluation, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral external battery was defective. The device was not in use when the fault occurred therefore there was no patient involvement.